Event description:
It is reported that the pt was revised due to instability, femoral component breaking, osteolysis, and pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.